Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On november 24, 2025, a sales representative reported via phone that an ar-1588rt-2j tightrope® ii rt device snapped during an acl reconstruction procedure on (B)(6) 2025. The failure occurred while cycling the device and extending the leg, at which point an audible snap was heard. Upon inspection, the device was found to have broken. To the best of the reporter¿s knowledge, all fragments were retrieved. The event resulted in an approximately one-hour delay, requiring additional anesthesia. The procedure was completed using another tightrope® device. No patient harm was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.